Manufacturer narrative:
(B)(4). Investigation summary: examination of the submitted device did not reveal any evidence of breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle tip broke off when tightening implants. No surgical delay. All pieces were retrieved.